Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: part #: 04.224.085s. Lot #: 862p021. Manufacturing site: (B)(4). Release to warehouse date: 27, june 2022. Expiry date: 01, june 2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery. During the preoperative consultation with the surgeon whether to use a blade or a lag screw, and he decided to use a blade with high rotational resistance. During the surgery, he reamed and inserted the blade. However, the bone was stiffer than expected and the blade could not be inserted. He decided to pull it out, ream it, and then reinsert the lag screw. Although the blade was successfully extracted, the connection between the blade and the blade handle was broken due to an attempt to force it in during insertion, and the blade could not be removed from the handle and the tube plate attached to the handle could not be removed either. X-ray taken on an unknown date confirmed that no pieces left in the patient. The surgery was then completed successfully with a new lag screw and tube plate at the discretion of the surgeon. There was no problem with the bone fixation. There was no surgical delay reported. Patient outcome is reported as stable. No further information is available. This report is for one (1) dhs blade ø12.5 l85 tan. This is report 1 of 2 for complaint (B)(4).